Event description:
Customer reported an issue with a pump where the battery was not charging. There was no reported impact on the customer's blood glucose level. No additional information was received regarding actions taken to address the issue.